Manufacturer narrative:
A software investigation was initiated. It was determined that the behavior described is the intended behavior of the software. Software is functioning as designed. Reviewed case and logs, got "communication error: scanner and stealth are not physically connected" because of no proper connection between s7 and oarm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the site had went to use a navigation system with the imaging system and they saw a red light which was noted in another case. The site grabbed a second navigation system to use with the imaging system and were unable to communicate the navigation system and the imaging system. They had tried rebooting the system, different ethernet cables as well as going directly into the back of the navigation system's computer. The site was unable to connect the systems and proceeded the case with the c-arm. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.